Event description:
It was reported that during implant when the implantable pulse generator (ipg) was interrogated with a programmer, the settings were diverted to pre-implant nominal settings while the physician was cleaning the pocket prior to insertion. The ipg was re-interrogated and reprogrammed using the programmer. It was also noted that the settings on the ipg diverted to pre-implant nominal settings again when the ipg was being inserted, causing the chronic right ventricular (rv) lead to exhibit no pacing. This resulted in the patient experiencing asystole. The ipg system was reprogrammed and remains in use. The programmer remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.